Event description:
The customer stated the unit does not turn on all the time. No pt involvement.

Manufacturer narrative:
The device has not been received at this time but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.